Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, the doctor put the reload on the handle and when he wanted to fire after pushing security button the loader had been blocked and did not stapler. There was no impact on the patient because no stapling was possible with the loader. The doctor had changed the loader.